Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test after going through seven batteries. The customer further stated that there was damage to the reservoir compartment. The customer's blood glucose was 134 mg/dl. The customer explained that there were cracks and missing pieces at the reservoir compartment. The customer explained that the damage occurred through continued use of the insulin pump. The customer declined troubleshooting for the alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarm was noted. The insulin pump had a cracked display window, cracked case at the display window corners, broken belt clip slot, broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.